Event description:
Clinical study - patella subluxing/dislocating. The failure was thought to be the surgery and surgeon, not the implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the provided x-rays confirmed the natural patella did not appear to be tracking properly on the femoral component. The investigation could not draw any conclusions about the reported event however the complaint statement states the failure was thought to be the surgery and surgeon, not the implant. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.